Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). Analysis of the device memory indicated premature battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) experienced premature battery depletion as end of service (eos) was triggered due to prolonged charge time before the ICD had reached recommended replacement time (rrt). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis did not confirm the reported excessive charge time condition for this device. The device charged nominally when the battery was replaced with an external supply as well. No hybrid anomalies were found. Battery analysis revealed that the reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.